Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to blank display. No unexpected moisture damage keypad traces found during visual inspection. Insulin pump was received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump was dropped and got exposed to moisture. The customer's blood glucose was 6.5 mmol/l at the time of incident. The insulin pump was returned for analysis.